Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fell out of the customer's pocket and the touchscreen shattered. Customer reported an elevated blood glucose (bg) level of 275 (mg/dl) and delivered an injection. It was indicated that manual injection were available for diabetes management.